Manufacturer narrative:
The remote service engineer (rse) advised the caller to perform performance verification tests (pvt) to help diagnose, and possibly replace the flow sensor assembly. The customer advised that part just got ordered a few days ago. This part is no longer available to order through philips. Once existing stock is used up, please ask the customer to place an order directly with dameca. The system partly meets specification and is returned to use with restrictions. The alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported ve (low minute ventilation) and vt (tidal volume) not displayed. There was no patient involvement.